Event description:
Customer reported elevated blood glucose over the past 18 hours of wear. Her bg ranged from 160 mg/dl to no more than 200 mg/dl. She also noticed a pinching sensation at the site. When the pod was removed, it was swollen and red. In a subsequent call she reported that she'd seen her hcp and been given an antibiotic prescription for the infection at the insertion site.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as expected. No malfunction or other product condition that would have contributed to the reported elevated blood glucose or infusion site infection was detected. Qualification records for the product lot, including sterility and pyrogenicity testing, were reviewed and all acceptance criteria were met. The omnipod user's guide warns "do not apply a pod without first using aseptic technique" and cautions to, "check the infusion site for signs of infection," when removing a device. It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."